Event description:
Pt had a right reverse ball and socket shoulder prosthesis replaced by an orthopaedic surgeon. Immediately thereafter pt contracted a staph infection and suffered from cellulitis. Pt remained in the hospital. Since the surgery, pt has been suffering with pain and has been referred to another surgeon who stated prosthesis was manufactured in germany and is not an approved device to be used in the us. The surgeon replaced screws in the device that had been found broken. Pt continues to suffer from pain and has seen another orthopaedic surgeon and he also confirmed that the device was an unapproved device. Pt has been referred to a pain management specialist who will be deadening the nerves to relieve the pain.